Event description:
Haemonetics received a complaint on (B)(4) 2012 for an orthopat device with the description "fluid spill due to disk seal leak. No patient/operator injuries associated with leak. Machine does not seem to hold reservoir close enough to trigger switch."

Manufacturer narrative:
The device was returned for evaluation and evidence of fluid ingress was found. There was electrical component damage and the power supply and top deck distribution board were replaced. The device has been cleaned and upgraded. It meets all manufacturing specifications and is ready for use. (B)(4).